Manufacturer narrative:
The user experienced about five alarms without a message or a message in the axillary tab. The level alarms were reattached with more gel and did not alarm after. As per manufacturer's clinical specialist, the user facility's perfusionist uses gel and does not wait five minutes to load the cable. They were instructed to do so. No parts to be returned as the unit was already working fine.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads had phantom alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2018, during the procedure the end-user heard some phantom alarms, in which the system was not giving an error message either in the message center on the top of the central control monitor (ccm) or in the auxiliary tab for messaging occurrences. The clinical specialist spoke with the end-user about the coupling of the level sensor pads, and that if a decoupling and recoupling occurs this may be the source of the phantom alarms. The clinical specialist asked about the process of engaging the level system. The team uses the fx flat reservoirs, and do use the gel, but they were not waiting the instruction for use (IFU) suggested five minutes to load the sensor cables. The end-user was given an instruction to do this and they have not had an occurrence of the problem since (B)(6) 2018. These phantom alarms, did not delay the surgical procedure, and there was no harm or blood loss associated with the issue.